Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 11/12/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, more than 2 hours was spent aggressively trying to dislodge the cup from the patient's acetabulum. The cup was eventually removed using curved osteotomes. At this time there is no new information that would change the existing MDR decision.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
During a revision of metal-on-metal implants reported separately, the liner could not be separated from the cup, so it was necessary to remove the cup along with the liner. This resulted in a surgical delay of one (1) hour. Update rec'd 11/12/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, more than 2 hours was spent aggressively trying to dislodge the cup from the patient's acetabulum. The cup was eventually removed using curved osteotomes. At this time there is no new information that would change the existing MDR decision.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
In addition to what were previously alleged, pfs alleges elevated metal ions and metallosis, pain, limited mobility, difficulty walking, standing, and working out, anxiety, suffering, frustration, and diminished quality of life. Added head and stem due to alleged large amounts of elevated metal ions and metallosis. Added surgeon and lawyer in the associated contact. Doi: (B)(6) 2005 - dor: (B)(6) 2016 (left hip). Patient is bilateral. See (B)(4) for the right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available.

Event description:
During a revision of metal-on-metal implants reported separately, the liner could not be separated from the cup, so it was necessary to remove the cup along with the liner. This resulted in a surgical delay of one (1) hour."

Manufacturer narrative:
(B)(4).

Event description:
Pfs alleges elevated metal ions and metallosis . Added head and stem due to alleged large amounts of elevated metal ions and metallosis. Added surgeon and lawyer in the associated contact.